Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: the issue encountered related to an incorrect suture packaged into w9378 product. W9287 ethicon suture was found packaged inside suture packaging which was labelled as w9378, taken from a 12 pack suture box labelled as w9378. The lot number of the w9378 suture was tbbbrst0. There was no lot number available for the w9287 suture as this was disposed of prior to the information being collected. The error was detected prior to use on the patient. This is the only incident reported from the use of this lot number.

Event description:
It was reported that a patient underwent a an unknown procedure on (B)(6) 2023 and suture was used. Before use on the patient, 1 individual w9287 ethicon suture was found packed inside a suture box packaged and labelled as w9378¿. No adverse patient consequences were reported. Additional information was requested.